Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a coronary promus stenting procedure with one 2.5 x 12 mm stent deployed in the right posterior lateral branch, one 2.75 x 28 mm stent, one 3.0 x 12 mm stent and one 3.0 x 15 mm stent in unspecified vessel(s). On (B)(6) 2012, angiography revealed in-stent restenosis of the 2.5x12 mm promus stent that required revascularization on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.